Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A device history record (DHR) review was conducted: part number: 03.010.150. Synthes lot number: ft00362. Supplier lot number: n/a. Release to warehouse date: 04mar2017. Expiration date: n/a. Supplier: flextronics america, llc. Nr was generated during production for 8 of 200 parts for screwdriver not reaching minimum depth of 1.04 mm and for hex size measuring 3.509, 3.508, 3.504. These 8 parts were scrapped. Relevance to complaint condition cannot be determined until the product is returned for investigation. Review of the device history record showed that there are potential issues during the manufacture of the product that would contribute to this complaint condition. A product investigation was conducted. Visual inspection: star/hexdrive screwdriver t25 3.5mm hex/self-retaining was received at cq. Upon visual inspection, it was identified that the tip of the hex screw was stripped off. Thus, the complaint is confirmed. Rest of the device shows some surface wear due to consistent usage of the device. DHR review: nr was generated during production for 8 of 200 parts for screwdriver not reaching minimum depth of 1.04 mm and for hex size measuring 3.509, 3.508, 3.504. These 8 parts were scrapped. The present complaint condition is not relevant to the nr, as they have inspected 100 percent and scrapped devices which didn't meet the specifications. And the clear visual and post manufacturing damage is the reason for the complaint which is not relevant to the nc generated during manufacturing. This complaint is confirmed. Document/specification review: relevant drawings for the returned device were reviewed (both current and from the time of manufacture) investigation conclusion: the complaint was confirmed during investigation. After a visual inspection per guidance provided in windchill document #0000277191, it is determined that the reusable instrument device is worn from repeated use and servicing; therefore, further investigation for the reported complaint device is not required. During investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventative action is not required. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the tip of the star/hexdrive screwdriver was stripped. It is unknown if there was a surgical delay. Procedure outcome is unknown. There was no patient harm. This report is for one (1) star/hexdrive screwdriver t25 3.5mm hex/self-retaining this is report 1 of 1 for (B)(4).